Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The lay user / patient reported that the pump has been auto suspending for past several months. Patient reported blood glucose of 348 mg/dl with no symptoms of high blood sugar. Patient mentioned that they had received 10 plus occlusion alarms since (B)(6) 2010 and patient primed each time but did not change out site until late (B)(6) 2011. The alleged issue was not resolved via troubleshooting and the product was replaced.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.